Event description:
The dentist reported the low profile abutment fractured. Implant remains placed.

Manufacturer narrative:
The complaint couldn¿t be verified as the product reported by the doctor for this complaint was different from the product received by the investigator. Attempts were made to gather more information regarding the discrepancy, doctor indicated that he sent only the fractured low profile abutment and the implant is still in patient¿s mouth. The product associated with this complaint was not received. An x-ray provided by doctor but the investigator was unable to confirm the complaint based on the quality of the x-rays received. The complaint could not be verified. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. (B)(4).